Event description:
It was reported that the patient's generator was replaced prophylactically. The generator was returned and underwent product analysis where evidence of premature battery depletion was found. Upon opening the generator can, visual analysis identified contaminates on the trimmed edge of the printed circuit board assembly (pcba). The post burn electrical test indicated that the contamination on the trimmed edge of the pcba was suggestive of probable electrical paths that were established between the copper edges, which could contribute to premature battery depletion. No further anomalies were identified with the generator outside of the contaminates and premature battery depletion and the generator performed according to functional specifications. The device history record of the generator were reviewed and indicated that the generator passed functional specifications prior to distribution, and it was confirmed that the device was laser-routed during the manufacturing process. No further relevant information has been received to date.